Manufacturer narrative:
Exact date unknown, event occurred over 2 years ago from date manufacturer was made aware. Explant date: over 2 years ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8352500, model: sc-8352-50, serial: (B)(4), batch: 16338981.

Event description:
It was reported that patient experienced inadequate stimulation and stabbing pain at the lead site. It was also noted that patient had a non-device related procedure and thinks it caused more pain. The patient underwent an explant procedure. All components were explanted and will not be returned. No further information has been obtained despite good faith efforts.